Event description:
It was reported that patient presented to emergency room with device that was post-paced t-wave oversensing on the ventricular channel. Patient received inappropriate hv therapy. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.